Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. While on support, it was noted that patient experienced heparin induced thrombocytopenia (hit) and the device had high purge pressure alarm. Hit was resolved by replacing heparin with sodium bicarbonate and high purse pressure alarm was resolved by adding heparin to the purge solution. Patient's condition was stable post procedure.